Event description:
A peritoneal dialysis patient reported dialysis solution leaked out of the cassette and into the cycler. Patient stated cycler had fluid leaking inside the cassette door. Leak was noticed while removing the tubing set. Patient's effluent has remained clear and the patient had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.